Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button and touchscreen were unresponsive. There was no adverse impact to customer¿s blood glucose level. Although the wake button and touchscreen were initially unresponsive, during troubleshooting with tandem technical support, the wake button and touchscreen responded to presses. Reportedly, the customer continued to use the pump for insulin therapy.